Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain/discomfort during pacing and diaphragmatic stimulation post implant. It was further reported that it was observed the right ventricular (rv) lead showed high thresholds, non capture and under sensing in bipolar and unipolar configuration. Rv lead impedances had dropped to low values. Rv lead perforation was noted. The rv lead was repositioned and reprogrammed. No further patient complications have been reported as a result of this event.